Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to atrial arrhythmias with rapid ventricular response (rvr). Anti-tachycardia pacing (atp) and electric shocks were delivered. Boston scientific technical services (ts) was consulted and reviewed the reports with the clinician. No additional adverse patient effects were reported. This device remains in service.